Event description:
It was reported that during an arthroscopy metal shavings come off the burr while in use in the pt's knee. Copious irrigation was used, and it was believed that all of the shavings were removed. The pt was reported to be fine with no reported issues.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was viewed under magnification (10x) and no defects or damage was seen. The device was rotated on it's own axis by hand and no friction or metal on metal contact was observed. The device history record was reviewed and no discrepancies were noted. The instructions for use state "excessive 'side-loading' on the blade during use does not improve cutting performance, and in extreme cases, may result in wear and degradation of the inner blade." As the device operated within spec, no conclusion could be made as to what may have caused the reported event.